Manufacturer narrative:
(B)(4). Concomitant medical product: persona stem extension tapered cemented catalog # 42557000114 lot # 63697742. Persona cr standard femoral catalog # 42502607001 lot # 63567431. Persona ultracongruent articular surface catalog # 42511200611 lot # 63296003. Persona tibia cemented stemmed catalog # 42532007901 lot # 63658816. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00234 3007963827-2018-00008 0002648920-2018-00029 3007963827-2018-00009.

Event description:
It was reported that the patient is experiencing swelling, clicking and pain after a knee arthroplasty. The patient is also noted to have a crooked leg. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
The complaint sample was evaluated, but the reported event was not confirmed. The device history records were reviewed and no discrepancies were identified. Post-operative x-rays reviewed by a radiologist who noted normal alignment with no obvious complications or suspicious findings. Review of initial operative indicates components were well aligned and stable when trialed, no intra-operative complications relevant to the reported event were noted. A six-week post-operative visit report dated confirms excellent progress in terms of pain and restoration of function. Notes regarding review of x-rays taken during post-surgical visit state that the components were well positioned and aligned and that there were no visible signs of loosening. Per the package insert, pain and swelling are known adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.